Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the suction connector broken off from the main body of the suction valve, therefore testing of the valve with a compatible endoscope could not be performed. Additionally, the valve button is also separated from the main body, and signs of damage (deep indentations) can be seen on the main body. As a preventive measure, the IFU does state to remove the valve by rotating the suction connector clockwise with a thumb.

Manufacturer narrative:
The suction valve was not returned to olympus for evaluation. The evaluation did not confirm the customer¿s complaint of the suction valve is hard to remove and breaking. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed that the user is having issues removing the suction valve from the bf-p190 scope. Suction valve breaks apart & the stem of the valve remains in the scope and has to be pried out of the scope with a forceps. There was no patient injury reported.